Event description:
It was reported by service report that the ibed scale was not working, bed exit were affected. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell cable.